Event description:
The pt's blood glucose was drawn for a lab at 5:50, a result of 60mg/dl was received. At 6:41 the pt's blood glucose was taken with a device and the reading was 58mg/dl. The pt was given orange juice. At 6:56 the device gave a reading of 17mg/dl. A second device was used and the result was also. 17mg/dl at 6:59. More orange juice was given. At 7:07 another lab comparison was done using the second device. The lab result was 87mg/dl, and the device reading was 29mg/dl. At 7:12 the second device was 28mg/dl. Applie juice and glucagon were given. At 7:25 device 2 gave a reading of "lo". The customer performed control tests and the ranges were in tolerance.